Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for product return; however, the device has not been received to date. Device technical analysis: this device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: the device complaint or problem cannot be confirmed.

Event description:
It was reported that during post operation check, device interrogation showed right atrial lead exhibited loss of capture (loc) and out of range pacing impedance of greater than 3000 ohms. Lead dislodgement was suspected. Additional information has been requested regarding the event resolution, but were unsuccessful. At this time, the device remains in service. No adverse patient effects were reported.